Event description:
It is reported that arteriotomy closure of the moderately calcified common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, after completing the four steps to deploy the proglide sutures, while trying to tighten the blue suture and push the knot, the bleeding could not be stopped. The tightening of the suture was repeated, but the bleeding could not be minimized. Another proglide was used with the same results. Manual arterial compression was used to achieve hemostasis. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Analysis showed that both cuffs were captured and the suture had been cut from the anterior needle distal of the link. These finding are consistent with the reported successful harvesting of the suture. However, the reported inability to achieve hemostasis could not be confirmed as the complete suture was not returned for analysis. Per the instructions for use, the safety and effectiveness have not been established in patients with femoral artery calcium which is fluoroscopically visible at the access site. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide is being filed under a separate MFR number.